Event description:
Complainant alleged that medics arrived upon the scene of a pt in cardiac arrest. The device was attached to the pt via paddles, using non-zoll defib gel and was discharged at 200 joules to the pt. The device was set to 200 joules a second time, however the device failed to discharge. Complainant indicated that the pt subsequently expired. The device was removed from service and was tested at the customer facility and the reported malfunction was not duplicated.